Manufacturer narrative:
Event date: date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
Related manufacturer reference number: 3006705815-2022-01691. It was reported that both of the patient's leads were exhibiting high impedances. As such both leads were explanted and replaced with new leads. No further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that the patient was experiencing ineffective therapy due to high impedances. Post procedure therapy was restored and there was no complication.